Event description:
A philips field service engineer (fse) reported that, while performing an fco on-site, a pin from the battery pca of the heartstart mrx defibrillator came off. There was no patient involvement.